Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that for a pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation, a faradrive steerable sheath was selected for use. After being removed from packaging, it was noticed that the dilator tip was deformed; a portion was torn and peeled. The physician replaced the dilator and sheath, and the procedure was completed without patient complications. The device is expected to be returned.